Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged bolus issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 320 mg/dl. Reportedly, the pump did not delivery a requested bolus. A pump system check was performed and the pump functioned as intended. Customer declined to upload pump data for review. Customer addressed bg level with manual injections.